Event description:
The pump did not alarm for air in line found during routine preventative maintenance by the customer's biomedical engineering dept. There were no reported adverse pt event while the pump was in clinical use. Though requested, no further info was available.